Event description:
Device was inserted in to the patient to remove a ICD lead. Shortly after it was inserted the device quit cutting. Another device was used and worked fine. The new device was from lot number: frh18e21a.

Event description:
Device was inserted in to the patient to remove a ICD lead. Shortly after it was inserted the device quit cutting. Another device was used and worked fine. The new device was from lot number: frh18e21a.